Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 19 of the patient's mouth. On (B)(6) 2018, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.